Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center exhibited an e226 communication error with the endoscope. During the procedure, the monitors went completely blank. It was found, that turning the system on and off or reconnecting the video laparoscope temporarily resolved the issue. However, after roughly 10 minutes, the same issue occurred. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, e226, could not be identified. Root cause could not be identified. Since the device was not returned to the repair department, we could not surmise a cause. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: "not applicable as there was no ground for determining the cause of this phenomenon to be the misuse of users." Olympus will continue to monitor the field performance for this device.